Event description:
Major pump unit(s) involved: blood pump; canulae. Specific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition; causative or contributing factor: no specific contributing cause identified. Intervention(s): surgical repositioning; type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition.